Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. The event was not duplicated during testing, however, internal wires were found to have been exchanged. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device operated in the wrong mode. There was no patient involvement; no patient impact.